Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. This would return the device to specification and full functionality. This was relayed to the customer via email on 10/11/2024. As of the date of this report the customer has not responded.

Event description:
A cardioquip (cq) technician notified cq service that this unit's internal tubing was suspected of contamination after being sent in for depot repair. The technician submitted pictures of the internal tubing to cq director of operations and epidemiologist for review. A recommendation was made that the device receive hpc testing to gain a quantitative analysis of water quality during it's depot repair. No patient involvement was reported. Cq received hpc test results on (B)(6) 2024 that were outside of cq specifications for water quality, indicating device contamination.